Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet with a dexcom g7, during which the cgm displayed an alert indicating issues and the user could not view glucose values; the user manually entered a glucometer reading into the ilet after treating the low, and education was provided regarding meal announcements and bg run mode. Symptoms included low blood glucose with a nadir of 60 mg/dl without loss of consciousness or the need for assistance. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included user interview, troubleshooting guidance for the cgm, and education on appropriate meal announcement sizing. Investigation of this case revealed inappropriate meal announcement likely contributed to hypoglycemia and that the cgm experienced a temporary communication or sensor issue. It was concluded that the event was attributable to incorrect meal size announcement with successful user self-management and that the device operated as designed when manual bg entry was performed.